Manufacturer narrative:
The baxter technician found the comm cable needed to be reconnected. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the power cord is not damaged and it is connected to the bed. Replace the power cord as necessary. Check the ac inlet to psm cable assembly for kinks, damage, and connections. Replace or connect the cable as necessary. Replace parts as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in feb 06, 2026 it is unknown if the facility performed any other preventative maintenance on this bed. The technician reconnected the comm cable to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that centrella med-surg had bed exit alarm not working. There was no patient/user injury, medical intervention, symptom, or adverse event reported.